Event description:
I became very ill within six months of receiving textured saline breast implants. I've had many surgeries from tumors, heart attack at (B)(6), hair loss, fatigue, severe memory loss, burning sensation, numbness and tingling in arms, vision loss, adrenal fatigue, swelling, grade 4 capsular contracture, autoimmune deficiency, staph infections, kidney and salivary stones, yeast, slow healing, nausea, pain, fluid on left breast, anxiety, depression and so much more. I had the implants for 7 years. I have been to drs all 7 years. I have medical records to prove all these things, including all the surgeries from loss of organs. I had an explant on (B)(6) 2016. And had to pay over (B)(6) out of pocket for surgery and also thousands and thousands of dollars in medical bills. FDA safety report ID # (B)(4).